Event description:
Healthcare professional additionally reported rupture. The device was explanted.

Manufacturer narrative:
Additional information: b.5, d.7, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma and pain.

Event description:
Healthcare professional reported left side "late seroma and pain." Device remains implanted.